Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional info. To date, no further info is available. If additional info is obtained the medwatch form will be updated.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue was a single lumen umbilical vessel catheter (uvc). The customer reports that a few days after insertion the catheter damaged the vessel wall and then tpn leaked onto the abdominal area.